Manufacturer narrative:
Evaluation of the returned handle revealed a functional device. During the functional test, the handle was functionally tested on the handle fixture and passed within specification. Then handle was then used to detach a demonstration coil without an issue. The root cause of the reported complaint could not be determined. After the functional test, the handle body was opened, and a fractured nose cone tab was found inside. The damage was incidental to the reported complaint and the root cause could not be determined. Both nose cone tabs were present on the returned handle body. Penumbra handles are visually inspected and functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-02406 h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02406.

Event description:
The patient was undergoing a coil embolization procedure in the inferior gluteal artery using a penumbra smart coil detachment handle (handle), penumbra smart coils (smart coils), a non-penumbra microcatheter and guiding sheath. It was reported the patient anatomy was mildly tortuous. During the procedure, the physician placed a smart coil in the target site. Subsequently, the physician was unable to detach the smart coil with the handle after multiple attempts; the handle was not clicking. Therefore, the smart coil and handle were removed. The procedure was completed using a new smart coil and new handle. On the back table, the physician retracted the slider on the handle multiple times, and the handle was functional. There was no report of an adverse effect to the patient.